Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that he received a compromised force sensor system alarm. The customer's blood glucose was 549 mg/dl at the time of incident. The customer's mother stated that there were no numbers and it seemed like they were stuck in rewind and prime sequence during priming. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they received a low battery alert but the battery indicator does not show less than 2 bars. The customer's mother continued troubleshooting under the compromised force sensor system alarm. The insulin pump will not be returned for analysis.